Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that enteral feeding set bag was leaking from the seam during use. There was no patient injury. Samples were discarded. Lot number was invalid and correct lot number is not available.